Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic biliary drainage procedure of the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, the device was advanced to the target site; however, when the stent was attempted to be released, resistance was met and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic biliary drainage procedure of the common bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, the device was advanced to the target site; however when the stent was attempted to be released, resistance was met and the inner guide catheter detached. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The stent and delivery system were returned with the stent loaded on the push catheter via suture. Visual evaluation of the device revealed the guide catheter to be broken. The broken proximal end of the guide catheter and the hub were not returned. The distal broken end of the guide catheter was stuck inside the push catheter and could not be removed. A suture impression (kink) was noted at the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during use. The broken guide catheter indicates excessive force was used when attempting to deploy the stent. The noted damages are likely due to anatomical or procedural factors encountered during the procedure (such as maneuvering of the device or tortuous anatomy). Therefore, the most probable root cause is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4): guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.